Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did confirm the tissue/blood stuck in the helix.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds and loss of capture during a routine follow up appointment. An x-ray was completed confirming the lead had dislodged. A reposition procedure was attempted, however the helix would not retract due to tissue attached to the helix. This lead was subsequently explanted and replaced. This lead was then returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds and loss of capture during a routine follow up appointment. An x-ray was completed confirming the lead had dislodged. A reposition procedure was attempted, however the helix would not retract due to tissue attached to the helix. This lead was subsequently explanted and replaced. This lead is expected to be returned for analysis. No additional adverse patient effects were reported.